Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter was hospitalized for diabetic ketoacidosis. The mother did not have much information at the time of call. No products were returned or replaced.